Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 12 apr 2024, it was reported that the infusion set was leaking. There was no stress or pull on the tubing. No further information available.

Event description:
To date, additional patient or event details were received which have been added in h11.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: type of investigation (b).